Event description:
Pt. Presented with signs/symptoms of an acute infection of the right-knee. Dr. Opted to revise the affected tka, perform an extensive I&d and implant an "articulating antibiotic spacer" in the form of a cemented-femur and all-poly tibia. No complaints have been filed against the components themselves. No further info available.